Manufacturer narrative:
Philips received a complaint on the intellivue multi measurement server x2 indicating that some of the spo2 alarms were not advancing from yellow level to red level as expected; there was a time delay. The device was in use on patient at time of event, there was no adverse event reported. The remote service engineer (rse) performed trouble shooting with biomed; however, the rse was not able to reach the system remotely and biomed did not have access to the clinical audit trail or the pic in order to check the configuration at the time. The rse instructed biomed to check configuration as well as audit logs and was provided information regarding alarm characteristics related to the delay time between the alarm threshold and alarm sounding. The rse followed up with biomed later and was able to confirm that the delay time in their system is set for 10 seconds and the system is working as expected. The issue was attributed to user misunderstanding of the spo2 delay threshold. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The customer reported that the red alarms were not being announced as expected throughout the hospital. The device was in use on patient at time of event, there was no adverse event reported.